Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiography (tee). A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The was sheath was advanced to the left side, followed by the pigtail catheter. A contrast injection was performed, and the 31 mm closure device was prepared and inserted into the laa. The closure device was deployed one time, and it was noticed that the device appeared to turn on itself. The physician was about to recapture to reposition when a change in the patient pressures was noted, and a pericardial effusion was observed to be forming. The physician performed pericardiocentesis to treat the effusion removing approximately 950 ml of fluid. The closure device was then recaptured and brought back to the right side. The patient was given protamine to reverse heparin. The pericardial effusion did not return after 30+ minutes of observation via tee. The procedure was aborted, and the patient was kept in the hospital for monitoring. The physician suspected the laa was perforated during the deployment of the closure device. There were no further complications reported and the patient was discharged home.